Event description:
Allergan received a report that a male patient was treated on (B)(6) 2016 with coolsculpting to the lower abdomen area using a legacy coolcore applicator. About five to six months after treatment the patient reported they developed firm dense tissue with clear delineation especially on superior aspect of lower abdomen and visible enlarged. On (B)(6) 2021 the patient was assessed by a nurse practitioner and was diagnosed with paradoxical hyperplasia (ph) to the lower abdomen area.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2016 with coolsculpting to the lower abdomen area using a legacy coolcore applicator. About five to six months after treatment the patient reported they developed firm dense tissue with clear delineation especially on superior aspect of lower abdomen and visible enlarged. On (B)(6) 2021 the patient was assessed by a nurse practitioner and was diagnosed with paradoxical hyperplasia (ph) to the lower abdomen area.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2016 with coolsculpting to the lower abdomen area using a legacy coolcore applicator. About five to six months after treatment the patient reported they developed firm dense tissue with clear delineation especially on superior aspect of lower abdomen and visible enlarged. On (B)(6) 2021 the patient was assessed by a nurse practitioner and was diagnosed with paradoxical hyperplasia (ph) to the lower abdomen area.